Manufacturer narrative:
Philips service provided replacement parts (459800544343, 459800660932) and guidance, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an image disk failure caused blank cine images during a case on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.